Event description:
Hospital reported that the system did not provide correct measurements. Patients to whom trifocal intraocular lenses (iols) were implanted, remained 1 diopter myopic. It was not observed when monofocal iol's were implanted. They are going to observe pts outcome and it may be that they do a lasik or prk. Iols will not be explanted. This is one of three medical device reports being filed for this facility.

Manufacturer narrative:
The company rep examined the system and could not replicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. (B)(4).